Event description:
It was reported that a catheter recognition issue occurred. A polaris intravascular ultrasound (ivus) system was selected for use. During the procedure, the physician discovered that the motor had incorrectly identified the catheter. The procedure was completed with this device. The patient was stable, with no complications or additional interventions reported.